Manufacturer narrative:
Additional information : imdrf annex a,b,c,d,g grids, manufacturer narrative, returned to manufacturer on. Correction : short description, common device name, medical device other operator, device available for eval, other occupation, report source, report source other, device return to manuf, device eval by manufacturer, if other specify. Omit : relevant tests/laboratory data, dev. Serviced by a 3rd party, a1601 - device alarm system (1012), g0600101 - alarm, audible, b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative

Event description:
It was reported that the device had main board which has displayed error code 571.6241 and 570.6500. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had main board which has displayed error code 571.6241 and 570.6500. There was no patient involvement.